Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use, the camera head had an issue with the camera coupler (play in the telescope when connected to the camera head). There were no reports of patient harm.